Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that doctor was not able to completely screw some abutments low profile on an implant boes505.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® short external hex parallel walled implant, 5mm(d) x 5mm(l) (boes505), two low profile 30° abutments 4.1mm(d) x 3mm(h) (lpac4330), and one low profile 17° abutment 4.1mm(d) x 2mm(h) (lpac4217) were returned for investigation. Visual evaluation of the as returned product identified minimal signs of wear from use. No pre-existing conditions were noted on the product experience report. The reported product was located on an unknown tooth site and removed the same day as placement. Functional testing of the returned devices revealed that a gap is present between the implant collar and abutment base for all three abutments. This,however, is due to the components being incorrect sizes. Review of the product catalog zb0044 rev b 12/19 notes that all three low profile abutments are designed to seat with 4.1mm diameter external hex implants. The returned implant is a 5.0mm diameter external hex implant. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the boes505 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (components do not assemble) or product. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.